Event description:
The following was reported to hamilton medical ag: summary: while ventilation on a patient, the device restarted because of a panel connection lost.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. A detailed investigation was performed by an expert from the technical service: it was reported by the customer that a panel connection lost occurred. Hamilton medical ag has not received the device for investigation. However, the service technician on-site inspected the device and could not reproduce the failure. The investigation concluded that the most likely root cause of this incident was a defective interaction panel (ip) processor board (part n° msp160641). This means that the ventilation unit could not communicate with the ip (screen) anymore. The technician replaced the defective processor board and successfully ran all functional tests. The ip provides essential real-time data on ventilation parameters, enabling healthcare professionals to make informed decisions. A panel connection loss during ventilation of a patient could lead to incorrect settings or missed alarms, posing a potential risk to patient safety. Additionally, in the underlying case the hospital staff exchanged the ventilator. Therefore, the issue is reportable.

Event description:
The following was reported to hamilton medical ag: summary: while ventilation on a patient, the device restarted because of a panel connection lost.